Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter cannula shredded. The following information was provided by the initial reporter: "sticks to shaft of needle, cannula has shredded." Cannula is not being released.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter cannula shredded. The following information was provided by the initial reporter: "sticks to shaft of needle, cannula has shredded." Cannula is not being released.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-00006 was sent in error. (Catheter bonded to needle (tip adhesion) is not considered to be a reportable malfunction. MFR#: 1710034-2023-00006 is void as a result.